Manufacturer narrative:
The insulin pump received with severely scratched display window.

Event description:
The customer reported via phone call that the insulin pump sustained scratches to the display screen that made it difficult to read. The customer did not know the blood glucose reading. The customer was unsure how the damage occurred but noted that he kept the insulin pump in his pocket generally. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.